Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had button stick down when they press the button. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had diminished battery life and scratch on display and it was hard to read. Customer also stated the insulin pump had no delivery alarm and grinding noises different from the normal rewind and crack on back of insulin pump. The device will not be returned for analysis.